Manufacturer narrative:
The reported field event of extended charge time was confirmed. The cause was due to damage to the high voltage capacitors. When the high voltage capacitors were replaced, device functionality was tested and the charge times were normal.

Event description:
It was reported that during normal follow up, an alert for charge time limit being reached was observed. Extended charge time was noted. Device was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.